Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was found to have broken cables. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed evaluation. Failure analysis confirmed the customer reported complaint and found the primary finding of grip cable frayed at the distal idler pulley. Additional finding not reported by the site: the instrument was found thermal damage on the yaw pulley located by the base of the grip on one side. No damage found to the conductor wire or conductor wire insulation. Blank MDR fields: the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA.